Event description:
The event is reported as: complaint alleges: "incoming inspection alleged issue: pin hole on package." No pt injury reported.

Manufacturer narrative:
Review of mfg event log: shows no issues that may have contributed to any quality issues. All process parameters were within specification. All in-process qa inspections were acceptable. All post sterility and package integrity tests were acceptable. No sample available from the customer to investigate. Complaint not confirmed.